Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient thought her device stopped working. She couldn¿t feel stimulation when she increased it and her urgency symptoms had returned. Patient stated she changed batteries in the patient programmer (pp) because they were dead and it was now working properly. Patient speculated ¿may be one of the wires was pulled out¿. Patient did not feel stim while therapy was on. Patient indicated she had a couple of bad disc as well as congestive heart failure and had treatment for these including ¿lexiscan, cardiogram and ultrasound¿. Patient clarified ultrasound was diagnostic and she had an electrocardiogram. Patient turned stim up to 8 and still did not feel anything. It was noted that patient had an appointment with healthcare provider (hcp) at the end of the month. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.